Manufacturer narrative:
H.6. Investigation: two (2) photos were provided for investigation. One (1) photo shows a syringe laying on a surface with the plunger rod partially extended. There appears to be brown foreign matter either on or embedded in the plunger rod. The second (2nd) photo shows a syringe standing on a surface with the plunger rod partially extended. There appears to be brown foreign matter either on or embedded in the plunger rod. The fm in the photos could not be positively identified based on the photos alone but appears to likely be identified as oil which likely came from the ejector pins. Oil on the ejector pins can be caused by excess oil coming from the airlines that move the ejector pins. This can potentially transfer from ejector pins to the parts as they are molded. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that bd¿ syringe w/ luer-lok¿ tip had foreign matter on the plunger rod. This was discovered before use. The following information was provided by the initial reporter: material no.: 301033 batch no.: 9275234. It was reported that there is a brown stain on the plunger rod of the syringe. Per email: the reason of this notification is to inform you about a quality defect which was found with brown stain on the syringe. However, this is a notification only and no formal corrective actions are required at this time.

Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe w/ luer-lok¿ tip had foreign matter on the plunger rod. This was discovered before use. The following information was provided by the initial reporter: material no.: 301033 batch no.: 9275234. It was reported that there is a brown stain on the plunger rod of the syringe. Per email: the reason of this notification is to inform you about a quality defect which was found with brown stain on the syringe. However, this is a notification only and no formal corrective actions are required at this time.